Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while paramedics used a smiths medical pneupac¿ parapac plus it was noted to have failed to elevate the patient's chest fully. The ventilator was reported to be on low pressure and failed to ventilate. No adverse effects were reported.